Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital biomed replaced the caster.

Event description:
The hospital reported that the caster broke off while moving the anesthesia machine. There was no report of patient involvement.